Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune litigation records received. Attune litigation records alleges experiencing severe and persistent pain, discomfort, instability, popping and clicking of the device, difficulty ambulating, loosening, debonding and migration of the defective tibial baseplate and attune device components.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-51021. (B)(4) is being retracted as it is report duplication. 1818910-2018-51021 will be kept for investigation purposes.